Event description:
Caller states patient tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. Patient's coumadin dose was increased based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.